Event description:
It was reported that the lead cap accessory was used to protect the lead proximal contacts while performing the tunneling procedure. When the cap was removed from the lead the internal component holding the grub screw rotated in the plastic outer casing and deformed the lead potentially damaging a contact. An impedance test was performed after connection and all results were normal. No further action was required, and it was noted that no damage resulted. It was reported that there was no patient injury and the patient recovered fully.

Manufacturer narrative:
(B)(4): the device is included in the urgent medical device correction letter, discussing leads being damaged at the proximal connector end of the lead when the lead cap is used in the implant procedure.